Manufacturer narrative:
During their inspection, the service business center (sbc) found the following: 1. The image was shadowy due to a burnt and worn distal end. 2. The label of the eyepiece was worn. 3. There was an indentation in the outer tube. 4. The distal end was burnt and worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the identified fault patterns are most likely attributable to the use of excessive force by the customer. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope had a broken ceramic tip. The reported problem was found during reprocessing. There was no harm or user injury reported due to the event.